Manufacturer narrative:
The product was not returned for analysis; therefore, the complaint could not be confirmed. Results from the product history record review indicated the product met release criteria.

Event description:
Consumer reports seeing concentric circles when looking at any light source at night following bilateral intraocular (iol) implant surgeries. Two medwatch reports are being filed for this report. MDR # 1119421-2007-00084 -- right eye, MDR # 1119421-2007-00085 -- left eye.